Event description:
It was reported that low, out of range high voltage lead impedance was observed via remote transmission. Patient presented in the clinic for further evaluation. The high voltage lead impedance remained stable while performing isometrics and pocket manipulation. No patient symptoms were reported. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.